Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle the biopsy needle which was supposed to be locked moved. The issue occurred during an unknown procedure. There were no reports of patient harm.